Event description:
The operator of a dimension vista 500 instrument observed that the reagent and sample lid switches were not properly detecting when the lids were raised. There are no known reports of injury to laboratory personnel due to the inadequate detection of raised reagent and sample lids.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered that the reagent and sample lid switches had been tie-wrapped to bypass the lid interlocks. The cse cut the tie wraps and verified that the instrument could properly detect when the reagent and sample lids were raised. The laboratory staff was instructed by the cse not to bypass the lid interlocks because doing so is a safety hazard. Additionally, the dimension vista system operator's guide states, "lid interlocks should not be bypassed" within a list of safety precautions. The cause of the reagent and sample lid switches not properly detecting when lids were raised was a user error. The instrument is performing according to specifications. No further evaluation of this device is required.